Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: by preparation for surgery, the staff noticed that the pouch was torn. The device was not used on the pt. Another device was used to complete the case.